Event description:
Pump set for certain volume limit. Did not alarm or stop at volume limit. Kept infusing. Stopped infusion and removed pump.====================== health professional's impression======================not applicable====================== manufacturer response for infusion pump, syringe, infusion pump, syringe======================awaiting response.